Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Event description:
Rep reported that a revision was required as the valve did not flow. It was also noted that the ventricular and distal catheters were flowing properly. After revision patient was doing okay.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4).

Event description:
Customer called and reported that: "a codman valve had no flow and had to be revised with another codman valve. Both ventricular and distal catheters were flowing properly. Patient was okay after receiving the second valve". Customer requested a warranty replacement. Customer is not certain if the explanted valve p/n 82-3164 is from lot # cmjb8w or cmlcln. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4).